Event description:
The customer reported that the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service representative could not duplicate the problem. The system operates as intended. (B) (4)